Event description:
A peritoneal dialysis rn reported that during treatment, the blue pin was inadvertently pushed in and the pin portion of the pt connector detached. The pdrn noticed fluid leaking on her hands. The pt was disconnected and re-set up with new supplement. The pts effluent has remained clear and prophylactic antibiotics were not administered. Sample was discarded.

Manufacturer narrative:
Currently, a device has not been returned for eval. A plant investigation is still ongoing and a supplemental report will be submitted upon.